Event description:
It was reported that the right ventricular coil (rvc) and supra ventricular coil (svc) impedances had jumped from the chronic values to >100 ohms four different times since the device changeout three weeks prior. The patient alert went off, and the patient went in [to the clinic] to be checked. Review of the manufacturer's implant database determined that the lead was later replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.